Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyp procedure performed on (B)(6) 2026. It was reported that after the wound and surrounding tissue were clamped, the slider was pushed back and forth repeatedly, but the clip could not be deployed. The steel wire inside the handle was found to be fractured, preventing the transmission of force, and the tip of the clip detached. The clip was removed from the patient's tissue using special forceps. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: (patient identifier): (B)(6). Block e1: (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.